Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons on keypad were hard to press. Customer's blood glucose was unknown. Customer does not know what caused anomaly as insulin pump was new out of the box. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened button dome switches. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.